Event description:
It was reported that after a device replacement procedure to a boston scientific device, the physician suspected that the right ventricular (rv) lead was reversed into the device header. Technical services (ts) was contacted and provided resources for assessing whether leads are reversed. Programming options were also provided. It was discussed that a defibrillation threshold test (dft) could also be performed to evaluate proper rv sensing. The physician elected to not perform surgical intervention to reopen the pocket to reposition the lead. At this time, the system remains implanted and no adverse patient effects were reported. The rv lead is not a boston scientific product.